Manufacturer narrative:
Reesult of investigation:the distributor stated that the root cause of failure (suspect device not ventilating) is the faulty turbine differential transducer, result of a manufacturing defect by the transducer component supplier.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit for evaluation. Therefore, no root cause could be determined. However, the customer stated that they have resolved the issue. The bypass cable was not connected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is not ventilating. The customer confirmed that there is no patient involvement associated with this reported event.